Event description:
It was reported that during a sigmoid colectomy procedure, while firing across the ima, vessel bleeding occurred. It was unknown why the bleeding occurred. A clip applier was used to control the bleeding. The patient was given blood after the bleeding was controlled. One reload was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional follow up from the sales rep: unknown what the staple formation looked like. Mesentery was not skeletonized, a tissue bundle was grasped with the ima in that bundle. Echelon 60 was used. Unknown if patient had pre existing conditions. Unknown patient's age sex and weight. The surgeon has been inserviced and been using the device for several years. The patient recovered and is doing well currently. After review by the (B)(4) medical director, "a potential explanation for this incident may be explained by the surgical team not skeletonizing the ima adequately. This might result in inadequate compression to below 1mm, resulting in poor staple formation, or incomplete staple forms."